Event description:
End user was being pushed while sitting on the seat of the rollator. They hit a pebble and the end user fell.

Manufacturer narrative:
The end user was being pushed while sitting on the seat of the rollator. The wheel of the rollator hit a pebble and she fell when her husband could not hold onto the handles. She hit her head and was diagnosed with a concussion. The owner's manual states the rollator should not be moved while someone is sitting on the seat. The husband neglected to read this prior to use. The sample was returned and evaluated. A few scraps and scratches were found on the device but its overall condition was good. The height adjustments were not set correctly on the device. The rear wheels were set at a different height than those of the front. All functions of the device were found to operate as intended. No manufacturing defect was identified. We have determined the root cause for the reported incident to be using the rollator as a transport chair as well as unevenly setting the height of the device. No corrective action is indicated. However, due to the reported incident and subsequent concussion, this medwatch is being filed.